Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wire of the force bipolar instrument being used on arm 1 broke and a fragment fell into the abdominal cavity. The fragment was discovered and successfully removed from the body during the same procedure. No error occurred at that time, and the procedure was resumed using a new force bipolar instrument. The surgeon confirmed the procedure was a right benign hysterectomy. An intraperitoneal task was being performed when the fragment fell into the patient's body cavity. The broken fragment was removed through the assistant's port using laparoscopic forceps. All the damaged fragments were removed. Their size was confirmed with a magnifying glass, and x-rays were taken postoperatively. The x-ray found nothing abnormal. No additional surgical procedure was required to remove the fragment. The procedure was completed robotically as planned with a backup instrument of the same kind with no additional injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The force bipolar instrument has not been returned to intuitive for failure analysis. Review of the provided images showed what appears to have a grey wire-like strand. Based on the customer allegation, it looks like it is from one of the distal end wires; however, it cannot be confirmed without an image of the distal end.